Manufacturer narrative:
One used list #011-0p229-01, 1 line, 1 transducer 60" (152cm) 3 ml/hr macrodrip; lot #5100650 was received for evaluation and an image was provided by the customer showing the label of the package. During visual inspection, the pvc tubing was receive separated from the drip chamber. Per the configuration of the set, the pvc tubing and the drip chamber are solvent bonded. When the tubing pocket was microscopically examined, very little to no solvent was observed on the tubing. The probable cause of the separation had occurred due to insufficient solvent applied on the tubing during assembly process. The lot history review showed no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved 1 line, 1 transducer 60" (152 cm) 3 ml/hr macrodrip which reportedly came apart even before pressurizing. There was no patient involvement; no harm was reported as a consequence of this event. No other information is available.